Event description:
It was reported that the communicator was not connecting and was showing yellow sending wave (ysw). The communicator lights were burned out. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator was optimized for placement of the universal serial bus (usb) adapter to another port. A communicator force call was performed which found yellow sending wave. The communicator status button was showing yellow sending wave. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.